Event description:
Same case as MFR report#: 2134265-2010-01311. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation and patient death occurred. The patient was brought in to cath lab emergently with a st elevated myocardial infarction (stemi). The 95% stenosed lesion being treated was located in the proximal and mid non-tortuous, mildly calcified left anterior descending (lad) artery. Thrombus burden was identified in the proximal lesion. A thrombectomy catheter was used to remove the thrombus burden and the proximal lesion is stented with a 3.50x12 taxus liberte stent, inflated to 18 atm for 30 seconds. Angio was performed which showed good placement. Then the second lesion was treated with a 3.00x16mm taxus liberte stent. The lesion was difficult to cross, requiring the guide cath to be inserted deeply into the vessel. The stent was deployed at 16atm for 30 seconds. Angio revealed a vessel perforation in the mid lad. The stent balloon is inflated immediately. The perforation was unable to be sealed with a covered stent. Cardiac surgery was notified, the left groin is accessed, additional guide cath inserted, additional guide wire placed but not able to cross the taxus stent. A temporary pacer was placed to the right ventricle. Patient is hypotensive despite vasopressors. Echo showed large pericardial effusion. Patient began experiencing respiratory distress which required intubation. Pericardiocentesis was done and draining. CPR was started. Patient was defibrillated multiple times. A pericardial window was performed to relieve effusion and an intra-aortic balloon pump was inserted. The patient was taken emergently to surgery for single bypass surgery. Patient death occurred the following day. Details of the patient's death are unknown.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)